Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. No product was returned; therefore visual and dimensional evaluations could not be performed. Visual examination of the provided pictures revealed that the reported biolox head was not depicted in any of the pictures. Evaluation of the depicted products identified gouges to the rim of the dual mobility bearing and bio-debris. Gouges were also noted to the kinectiv neck and inner spherical surface of the dual mobility liner. No further evaluation can be made to the provided pictures. Based on the information available, it is not known which pairing(s) (head-stem taper, head-polyethylene liner, polyethylene liner-acetabular liner, acetabular liner-shell) has/have become detached. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item#:110031013;lot#:64782999;item name:28mm i.d. 46mm o.d. Size g bearing; item#:010000666;lot#:6972077;item name:g7 pps ltd acet shell 58g; item#:110024465;lot#:567810 ;item name:g7 dual mobility liner 46mm g ; item#:00784804101;lot#:64516637 ;item name:modular neck x2 12/14 neck taper use with +0 heads only; item#:00771301200;lot#:64960505 ;item name: modular femoral stem press-fit plasma sprayed cementless size 12.5; item#:110031013;lot#:64782999 ;item name:vivacit-e dm bearing 28x46mm; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent noted experiencing pain and elevated metal ion levels. It was found that the dual mobility bearing had disassociated from the head causing the stem to articulate on the dual mobility liner. The patient ultimately underwent a revision surgery approximately 16 months post implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.